Event description:
It was reported during a video assisted thoracic surgery (vats) procedure there was an incomplete staple line. It was sutured by hand. The patient had to be in intensive care two days.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the staple line was incomplete at the full length. The staples did not have the proper b-form. The staple line was overstitched by hand. The user experienced a higher force to fire the instrument than usual. The patient was transferred to ICU as usual and stayed there for two days due to the general patient condition (cardiovascular co-morbidities). No bleedings occurred and no transfusion was necessary. A blue cartridge has been used and the device was fired on lung tissue. This issue occurred at the 2nd or 3rd firing of the device. Patient is well.

Manufacturer narrative:
(B)(4). The analysis results showed that one ets45 was returned with eight 6r45b cartridge reloads present. Cartridge (b, c, d, e, f) were received fully fired and in good visual condition. Cartridge (g, h, I) were received fully fired and with damage on the cartridge knife slot area. The found damage on the cartridge (g, h, I) deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The returned cartridges could not be tested due their condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.